Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the pacemaker, along with this rv lead, right atrial (ra) leads and previously capped ra lead were explanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.